Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device display screen would not stay calibrated. There was no reported patient involvement, therefore no health consequences or impact.